Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( ecgs non-functional) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon evaluation, there was an open along the -5v brown wire inside the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire is excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.